Manufacturer narrative:
(B)(4). Date sent: 9/21/2021. Additional information was requested and the following was obtained: what post surgery activities occurred during this complaint? Can you explain this question further please? Was the device cleaned or autoclaved before being sent to decontamination? The device was cleaned with a clenil wipe ¿ not autoclaved. The device was cleaned with an alcohol wipe I believe.

Manufacturer narrative:
(B)(4). Batch # u9520a. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what post surgery activities occurred during this complaint? Was the device cleaned or autoclaved before being sent to decontamination? Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was returned with no apparent damage. The device was tested on the generator and passed all functional testing. However, during mechanical test it was observed that the blade was exposed once the jaws were opened. The device was disassembled to inspect internal components and it was observed that the blade was broken at rod near to the weld. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that the surgeon who was performing a tlh created the initial incision for the vaginal vault with a monopolar hook, then continued the remaining portion with enseal. The surgeon was taking large bites and the tissue was thick. The cut button on the enseal jammed and would not release. The surgeon had to press the cut button a number of times whilst squeezing the closing handle so the jaws would open and so that the blade could return to the original position. This happened twice. When the procedure was finished, the device was tested and the cut button was much more difficult to press than normal. The surgeon will continue using the device but has made the decision to take smaller bites to avoid damage to the instrument. The surgeon continued to use the device however the blade was difficult to press towards the end of the procedure. There was approximately a 1 minute delay with no patient impact.